Manufacturer narrative:
An inspection of the returned surgical guide revealed no defects with materials or components, guide placement and fit on a printed model fit was accurate and secure and a review of the surgical report and drilling protocol indicate the case was properly planned. The clinician confirmed the surgical guide was cold steriilized prior to use, cold sterilization is a violation of vulcan custom dental's IFU as it could cause the guide sleeve to de-bond from the guide.

Event description:
Utilizing surgical guide print003, clinician felt implant in location #12 was placed too lingual and as a result, ended up removing implant and grafting patient.